Event description:
Boston scientific crm received information that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The physician opted to program lv therapy off and re-evaluate the following day. One day post implant, lead testing revealed that the lv sensing measurement had decreased significantly and the patient was no longer experiencing diaphragmatic stimulation. An x-ray revealed that the lv lead had dislodged. Three days post implant, the lv lead was electively explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with blood and body fluid noted in the lead lumen. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
--